Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the balloon leaked at the upper tip site and the balloon was folded. When the user inserted the balloon half of its length and half of the folded part was outside, the iab leaked. The iab was replaced. The indication for use was post CABG (coronary artery bypass graft) x three grafts and hypotension with high inotropic support. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the balloon leaked at the upper tip site and the balloon was folded. When the user inserted the balloon half of its length and half of the folded part was outside, the iab leaked. The iab was replaced. The indication for use was post CABG (coronary artery bypass graft) x three grafts and hypotension with high inotropic support. There was no reported injury to the patient.